Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) are underway. Initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Functional testing is underway. Device manufacture date: monitor: 05/16/2014; electrode belt: 04/13/2012.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away. The patient's nurse reportedly heard the device alarm and prompt to perform CPR. The nurse indicated that she did perform CPR. Review of the event indicates that the patient experienced an asystole event during which one shock was delivered. CPR artifact contributed to the false detection. The rhythm following the shock was atrial fibrillation at 60 bpm degrading to asystole.